Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, insulation damage was noted on the ventricular lead. No electrical anomalies were present. The lead remained implanted and the patient would be monitored.